Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for normal device change out. The right ventricular lead had previously been noted to exhibit noise and high thresholds. On (B)(6) 2016 the right ventricular lead was capped and replaced successfully, the patient tolerated the procedure well.